Manufacturer narrative:
Initial reporter phone # (B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed a cardiac tamponade which required pericardiocentesis. Initially it was reported that right after connecting the catheter, a force sensor error, error 106, was displayed and the first thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30240395m) could not be zeroed. The cable was changed but the issue continued. The issue was resolved by changing the first thermocool® smart touch® sf bi-directional navigation catheter to another thermocool® smart touch® sf bi-directional navigation catheter (lot #: unknown). No patient consequences were reported. The force sensor error issue was assessed as not reportable under the first thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30240395m). The catheter could not be used and needed to be replaced. The warning had functioned as intended. On october 25, 2019 additional information was received on the event. After replacing the catheter, the procedure ended normally. Post procedure a cardiac tamponade was identified. Pericardiocentesis was performed and bleeding stopped. The patient's consciousness returned and was recovering. There is no information about the hospitalization. The physician¿s commented that there was no recognition that the catheter was the cause in the view that it might happen to pop and ¿fall on the pouch¿ during cavotricuspid isthmus. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; it is MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #: unknown). The awareness date is reset to october 25, 2019 the date the adverse event was provided.

Manufacturer narrative:
Originally, the device was reported under d4. Catalog of ¿smart touch bidirectional¿, d4. Expiration date was unknown, d4. Unique identifier( UDI) was blank, h4. Device manufacture date was unknown and d4. Lot was unknown. However, the biosense webster inc. Product analysis lab received a device with the catalog number of ¿d134801¿ for evaluation on 12/11/2019 for this event. After request, clarification was received confirming that the product received was the correct product for this event. Therefore, the following fields have been updated: d4. Catalog, d4. Expiration date, d4. Unique identifier( UDI) , h4. Device manufacture date and d4. Lot. In addition, the product analysis lab noted the returned condition of red / brown material on the dome. This finding was assessed as not reportable as char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on the event on (B)(6) 2019. The patient is male. The patient¿s condition is improved. The physician¿s opinion is that the cause of the adverse event was that it was procedure related. Therefore, a3. Sex was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Initially it was reported that right after connecting the catheter, a force sensor error, error 106, was displayed and the first thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30240395m) could not be zeroed. The cable was changed but the issue continued. The issue was resolved by changing the first thermocool® smart touch® sf bi-directional navigation catheter to another thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30243624m). No patient consequences were reported. The force sensor error issue was assessed as not reportable under the first thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30240395m). The catheter could not be used and needed to be replaced. The warning had functioned as intended. On october 25, 2019 additional information was received on the event. Post procedure a cardiac tamponade was identified. Pericardiocentesis was performed and bleeding stopped. The patient's consciousness returned and was recovering. There is no information about the hospitalization. The device was visually inspected and it was found reddish material on the dome. Then, during the second visual the reddish material was confirmed as char in the front part of the dome. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly with the cool flow pump, but when the patency test was performed, none of the holes were irrigating due to char in the dome. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Additionally, char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).